Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the aorta using an indigo system aspiration catheter 12 (cat12). During the procedure, the physician completed one pass using the cat12. It was then noted that the back of the rotating hemostasis valve (rhv) broke off and the physician was unable to reattach. There was some bleeding noted at the break of the rhv. Therefore, the rhv was removed. The procedure was completed using a new rhv and the same cat12. There was no report of an adverse effect to the patient.